Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the hospital power had gone out twice during the procedure. The first time the robot rebooted back up without any issues and the surgery continued. During the second time, the power went out while the surgeon was actively cauterizing a "bleeder" with a vessel sealer extend (vse) instrument. When the power came back on and the da vinci system restarted, the customer was able to use the da vinci camera for visualization but there was blood within the airseal tubing which inhibited the insufflation to restart. At that time the surgeon felt like it would be more convenient to convert to a traditional laparoscopic approach while waiting for the insufflation to restart. It was also noted that the surgeon is new to the da vinci system and is confident in a traditional laparoscopy approach. The surgeon also stated the cause of the conversion to traditional laparoscopic surgery was due to the airseal tubing and an insufflation issue, it was not due to a da vinci system issue. The patient received two units of packed red blood cells but was able to be discharged from the hospital the next day and is currently recovering well.